Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. There is tip damage. There is a pinhole in the balloon at the distal markerband. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that balloon inflation issue occurred. The 90% stenosed target lesion was located in the left circumflex artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon could not be expanded sufficiently. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed balloon pinhole.